Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/18/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. The black shaft was observed to be slightly bent. No breaks or peeling of the shrink tubing were observed. The toggle was manipulated to open and close the jaws with no physical or visual difficulties. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000384627 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery shaft bent about an inch away from jaws. Opened new kit to finish case. No added incisions or time. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.